Event description:
An 80 year old male patient had the original aus implanted 17 years ago at the clinic. The pump malfunctioned, requiring replacement. For the past four or five years hd had minimal problems with the device. When straining, coughing and performing valsalva's maneuver it would cause urinary leaks. As a protection he has been wearing diapers.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, mechanical problem, other. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.